Event description:
Information received from the intreped clinical database. Treatment of a left unruptured fusiform vertebral artery sidewall aneurysm measuring 14mm. It was reported that two pipelines were implanted telescoping each other in the patient. Post procedure, the patient experienced nausea and epistaxis. No other complication was reported with the patient as a result of the procedure and the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is: model: fa-77400-20 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
Reference (B)(4). Follow-up 1.